Manufacturer narrative:
No button error alarm, blank display or unexpected error alarms, alerts, messages noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. Insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip. Insulin pump had moisture damage on electronic assembly and on motor.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 56 mg/dl. Customer stated that the act button and the b button do not respond. Customer also stated that when she tries to give insulin, the screen goes blank. Customer mentioned that she takes a shower with the pump and she tosses and turns in her sleep. Customer reported that the belt clip broke. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.